Event description:
It was reported that distal tip detachment occurred and remains in the patient. A 014/300/sst platinum plus guidewire was used in an endovascular procedure. However, the wire frayed on the end and a small fragment broke off and remained in the right leg. The physician was able to stent the fragment to the side of the vessel so it remains in place and the procedure was completed. No patient complications were reported.